Event description:
Sales rep reported that a customer has a melted circuit on the expiratory limb. The patient's mother said the ventilator was alarming "low minute volume" the previous night. The nurse ran her hands down the circuit and found a spot where the tubing was melted to the point that there was a hole in the plastic on the expiratory limb. All temp controls on the hc500 heated humidifier seem to be operating properly without alarms. No harm was done to the child in question, however, the family is quite concerned that she could have been burned had the circuit been lying on her. The customer, (B)(6), reports that this is the third family to report a melted circuit to them within the last 6 months. And a total of 5 circuits have had similar problems, all were the expiratory limb except for one. (B)(6) will obtain the circuit to be inspected and I will provide the address to ship it back to us. Additional information received from customer on (B)(4) 2013: no patient harm reported. Patients were switched to other rt509-852 circuits. No blankets were on the patient when the melting was noticed. This is complaint 3 of 5 of the melted circuits.

Manufacturer narrative:
(B)(4). The sample of this report was tossed and not available for evaluation. Upon carefusion's investigation, a follow up medwatch will be submitted.